Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon wasn't able to connect the insertion handle to the inserted nail and to change the spiral blade because of the length. After trying to orientate with the insert handle (guide) the surgeon had to do it 'freehand'. It was reported that it was very difficult to reconnect the insert handle to the nail after disconnection. This resulted in a sixty minute delay in surgery. Patient outcome was satisfactory. This report is 1 of 2 for (B)(4).